Event description:
A blood glucose test was performed on pt and resulted in a reading of 202 mg/dl. They report that a lab draw 12 minutes later resulted in a reading of 95 mg/dl. No treatment received based on device result. No glucose control solutions used, due to being expired. Requested return of suspect device and replacement sent.